Event description:
Information received by medtronic indicated insulin pump was under delivering insulin. Customer reported high blood glucose. Blood glucose reading was 412 mg/dl. Customer had treated high blood glucose using insulin pump. Customer reported symptoms of high blood glucose was tiredness. Troubleshooting was performed. Customer reported insulin pump was dropped. Customer reported insulin pump had crack at battery compartment. Customer had been using insulin pump within 48 hours of reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.